Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2020. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 20-aug-2020, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a (B)(6) year old female patient during a procedure. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: n/a, date: (B)(6) 2020, collected: n/a, tested: n/a, result: n/a, heparin dosage: 12,000 units, dose time: 12:11; sample: n/a, (B)(6) 2020, n/a, n/a, n/a, 1,200 units drip p/hr, I-stat, (B)(6) 2020, 16:29, 16:30, 351 sec, 2,000 units, 13:35, a; n/a, (B)(6) 2020, n/a, n/a, n/a, 1,400 units drip p/hr, I-stat, (B)(6) 2020, 17:17, 17:18, >1000 sec, 1,400 units, ni, b; I-stat, (B)(6) 2020, 17:39, 17:40, >1000sec, 1,400 units, ni, c; I-stat, (B)(6) 2020, 17:57, 17:58, 439 sec, 1,300 units drip p/hr, 18:00 , d. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.